Event description:
On (B)(6) 2013, the patient underwent the surgery with the plate for radius fracture. After one month, the surgeon confirmed x-ray. And he found that the plate was broken. Therefore, the patient underwent the revision surgery on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary : the reported event that the plate broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user/patient related issue. The surfaces of the breakages are shown in figure 3+4 of the image documentary report. The surfaces of the breakages are partially abraded, this is a typical indication of fatigue breakages the breakage can be caused by non-union of the bone. Please note the IFU v15052 rev b non active implant reads: ¿in many instances, adverse results may be clinically related rather than device related.¿ ¿these devices can break when subjected to the increased loading associated with delayed unions and/or nonunions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing." ¿post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions regarding device history/production records. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the plate for radius fracture. After one month, the surgeon confirmed x-ray. And he found that the plate was broken. Therefore, the patient underwent the revision surgery on (B)(6) 2013.